Manufacturer narrative:
Hamilton medical ag comes to the following conclusion: pre-evaluation outcome: the device cannot be used after startup due to a defective internal flow sensor (qvent). No patient involvement or harm reported. Further nvestigation ongoing.

Event description:
The following was reported to hamilton medical ag summary: device startup with self test failed. Tf 431008, 231012, 485002,485001 during start-up. Original complaint description: "device startup with self test failed. Tf 431008-231012 . Technical state not show air flow sensor. Can't detect air flow sensor. Air flow sensor msp161657 changed with new ones but same condition continued. Also battery indicator is cross even though battery is installed in place. But ventilator working good with battery . Test pin p41,p42 pvent volatage is 0.6v on mainboard."

Manufacturer narrative:
Hamilton medical ag comes to the following conclusion: mainboard defective. Mainboard was replaced.

Event description:
The following was reported to hamilton medical ag summary: device startup with self test failed. Tf 431008, 231012, 485002,485001 during start-up. Original complaint description: "device startup with self test failed. Tf 431008-231012. Technical satate not show air flow sensor. Can't detect air flow sensor. Air flowsensor msp161657 changed with new ones but same condition continued. Also battery indicator is cross even though battery is installed in place. But ventilator working good with battery. Test pin p41,p42 pvent volatage is 0.6v on mainboard."

Event description:
The following was reported to hamilton medical ag summary: device startup with self test failed. Tf 431008, 231012, 485002,485001 during start-up. Original complaint description: "device startup with self test failed. Tf 431008-231012 . Technical satate not show air flow sensor. Can't detect air flow sensor. Air flow sensor (B)(6) changed with new ones but same condition continued. Also battery indicator is cross even though battery is installed in place. But ventilator working good with battery . Test pin p41,p42 pvent volatage is 0.6v on mainboard."

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was tested during pre-operational check the root cause was determined to be mainboard defective. In consequence the mainboard was replaced. There was no patient or user harm.